Event description:
It was reported that during a vats procedure, on the first firing, the device was closed down on the lung tissue and fired. After the firing, the device would not open. The device had to be cut off tissue in order to be removed. Case completed with another device of the same product code. Green reloads were used with all of the firings. There were no patient consequences reported. One device will be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The sc60a device was received for analysis with the anvil closed and with an ecr60g cartridge loaded on the device. Furthermore the anvil was noted to bent upwards. The cartridge was received fully fired and in good visual conditions. The clamping mechanism was noted to be damaged. The found anvil condition is consistent with the device being clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the release button was noted to be damaged and missing. In addition, the knife was inspected under magnification and the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the release button if the applied load is high enough.